Event description:
Caller indicated the relion confirm meter is giving high readings. Customer stated she took her reading around 1:10p and received 389. She stated she increased her dose of insulin based on the reading of 389. She took another reading at 2:34p and received a reading of 327. She feels the meter reads too high. She stated she didn¿t have any control solution. After taking her reading she went to lie down and fell asleep. When she woke she stated she felt sick and she had a migraine. She went to the bathroom and started vomiting and had diarrhea. She stated she did not seek medical attention. She did not have any food, beverages or medications 2 hours prior to testing. She stores her strips in her living room with the bottle cap sealed tightly. She changes her lancets every time she tests. She washes her hands using soap and water and she dries them thoroughly. She doesn¿t have any issues with getting a sample of blood. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.